Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The device then passed all testing.

Event description:
It was reported that during patient use, a ventilators upper display was erratic. There was no report of patient harm as a result of this event.